Event description:
It was reported by the patient that they received an eri message. The night before, when they turned the therapy off, a message appeared indicating there were problems. The battery part of the screen turned red, and it said the device would lose its data and call someone. The patient turned the stimulation on in the morning, and it worked, but it showed that the battery was nearly depleted. The patient mentioned that during their last visit to the doctor, some settings were changed because they were still experiencing shaking. The doctor informed the patient that they couldn't increase the settings any higher because it was already on 7. They adjusted some other numbers, which helped somewhat. When asked when the shaking started, the patient said it began even after the implant was put in. During the first visit to the doctor, the doctor said they needed to make adjustments and change the settings. The patient has not had any falls or accidents that could cause damage to the lead. The issue was not resolved through troubleshooting. The pat ient was redirected to their healthcare provider to address the issue further.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.